Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd needle 27ga 3/4in the needle tip was discovered to be protruding through cover, thus affecting sterility. The following information was provided by the initial reporter: the needle tip protrudes through the needle cover. This is identified before use while opening the package. Risk of needle stick injury.

Event description:
It was reported that prior to use with bd needle 27ga 3/4in the needle tip was discovered to be protruding through cover, thus affecting sterilty. The following information was provided by the initial reporter: the needle tip protrudes through the needle cover. This is identified before use while opening the package. Risk of needle stick injury.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 200813. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were inspected and no signs of defect were observed. Without the affected sample, a thorough investigation could not be completed. However, the reported incident could have been produced during the last step of the assembly process, when the needle shield is introduced to the product. If a maladjustment is made in the assembly machine, the shield will be incorrectly positioned and may bend the cannula component. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.